Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to a battery charging fault. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred related to a battery charging fault. The device was not in patient use. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. The device's system board needs to be replaced to address the issue. Air foam inlet filter will be replaced due to preventive maintenance.